Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer had air bubbles in the infusion set tubing. Customer's blood glucose level was 200 mg./dl. The customer delivered a manual injection to stabilize glucose levels. Customer declined troubleshooting. Customer was unable to provide infusion set manufacturer.